Event description:
Country of complaint: (B)(6). Needle detached from thread/ thread broken.

Manufacturer narrative:
Us reporting agent notified on 01/17/2014. Manufacturing site evaluation: samples received: (B)(4) unopened pouches. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils OEM requirements. There are no previous complaints of this code/batch. There are no units in our stock. The knot pull tensile strength of the samples received was tested and the results fulfill the requirements of the OEM. Needle attachment of the samples received was tested and the results fulfill the requirements of the OEM. This complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.